Manufacturer narrative:
The awl sharp (lot# 190114) was returned for analysis. Analysis found physical damage. There was impact marks at the back end of the instrument which were causing the fit issues. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure type was transforaminal lumbar interbody fusion (tlif). There was no delay or impact to patient outcome.

Manufacturer narrative:
UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the awl sharp was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
Patient information was unavailable. Additional information: the awl sharp has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the instruments were able to be verified and used. It was difficult to use because the tracker would not spin. It was suspected that a spinal handle was used on the instrument causing damage to the collet where it interfaced with the handle. When inserting the damaged piece through the tracker, it would bind up. Additional information was received that this was identified during a procedure.